Manufacturer narrative:
Philips has investigated this complaint. The reported issue was not impacting on the patient, as the problem was with the wireless footswitch charger. The procedure was completed as planned. The system had a wired footswitch connected. Therefore, the customer would have been able to complete the procedure by using the wired footswitch. A philips remote service engineer (rse) connected remotely and confirmed that the wireless footswitch charging cable had a loose connection, preventing the wireless footswitch from charging. The wireless footswitch charger (wfsc) was sent to customer under material only work order. The reported issue was resolved, and the system was returned in good working condition and was ready for clinical use. The wireless footswitch charger was not available for further analysis. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the system's instructions for use (IFU), it should be ensured that the battery of the wireless foot switch is fully charged prior to using it. Furthermore, the wired foot switch must always remain connected to the x-ray system and be available for clinical use. If image acquisition cannot be started using the wireless foot switch, the procedure can be continued with the wired foot switch. In this case, the procedure could be completed using the wired foot switch. This has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcomes.

Event description:
It was reported to philips that the system's wireless footswitch was unable to charge. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.